Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h10 53 previously reported events are included in this follow-up record. Product return status 53 devices were evaluated based on historical data analysis.

Event description:
This report summarizes 53 malfunction events in which the device reportedly overheated. - 48 events had no patient involvement; no patient impact. - 5 events had patient involvement; no patient impact.

Event description:
This report summarizes 53 malfunction events in which the device reportedly overheated. - 47 events had no patient involvement; no patient impact. - 5 events had patient involvement; no patient impact. - 1 event had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 53 events were reported for this quarter. Product return status 52 devices were evaluated based on historical data analysis. 1 device investigation type has not yet been determined. Additional information 53 devices were not labeled for single-use. 53 devices were not reprocessed or reused.